Manufacturer narrative:
H11: additional manufacturer narrative: section d6b: exact explant date is unknown; thus, used implant date of (B)(6) 2007 to redo avr date of (B)(6) 2015 to approximate duration. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned that a 25mm 3000tfx was explanted after an implant duration of approximately 7 years, 6 months due to unknown reason. Avr was completed with an unknown valve.

Event description:
It was learned that a 25mm 3000tfx was explanted after an implant duration of (B)(6) due to calcification with severe stenosis. The patient presented in heart failure with dyspnea. Avr was completed with an unknown valve. Per medical record, aortic valve noted to have heavy calcification on 1 cusp. Patient was discharged on pod# 13.

Manufacturer narrative:
A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error (B)(4). Engineering evaluation summary: per (B)(4), "svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration." There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.